Manufacturer narrative:
Submit date: 8/16/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states that the rn called to bs to assess catheter; note tpn/il leaking from where the clear catheter meets the lumen. Clamp catheter line between lavender wings and fracture. Rn advised to call medical team to update the need to remove PICC line, while piv initiated, awaiting order for new fluids and line removal.